Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the videoscope had no image. Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the videoscope had no image. There were no reports of patient involvement.